Manufacturer narrative:
A certain bellatek encode healing abutment (ieha444) was returned. Visual inspection of the as received product identified that the occlusal surface and the collar were severely gouged. The indicator grooves and orientation flats were completely stripped. The hex and the seating surface had general signs of usage. The complaint was non-verifiable for stuck healing abutment as the abutment disengaged from the implant and was returned for inspection. There were no manufacturing deviations or material deficiencies identified with the abutment that could cause or contribute to the reported event. Also, the exact details of the device usage were unknown. However, the complaint was confirmed for damaged product, as it was sectioned for retrieval by the customer. Based on the DHR review, there were no manufacturing deviations or material deficiencies identified that could cause or contribute to the reported event. A definitive root cause has not been determined. UDI # (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not yet been returned to manufacture. Product no returned to manufacture.

Event description:
The dentist reported that the healing abutment was stuck on the implant. The abutment was sectioned to be able to access the screw and remove. Some of the abutment/screw was suctioned during the procedure but the remainder will be returned. No damage to the implant and another healing abutment was placed. Tooth location #14.